Event description:
The patient presented to the medical center on (B)(6)2024 for a packed red blood cell infusion. The rn was using the baxter y-type blood tubing to connect the patient to start blood transfusion. When connecting the tube attached to the drip chamber got dislodged. The rn had two packages open at the time of the event and was unable to determine which of the 2 lot numbers were utilized. Lot #: (10) dr24d08031 or (10) dr24d23062.